Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2017. No medical intervention was reported. Additional event or patient information is not available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined. It was reported that the patient did not pull up on the collar and the sensor was not deployed correctly. Labeling indicates: collar removes insertion needle.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and fail - only needle and cannula returned the problem is undetermined because only the needle and cannula were returned for investigation. The reported event of detached/missing sensor wires was undetermined. A root cause could not be determined.